Event description:
During review of programming history, high impedance was noted. Impedance resolved on the same day; however, the date of implant is unknown as is the status of the lead.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.